Manufacturer narrative:
Date of event is an approximation. If information is provided in the future, a supplemental report will be issued. - attachment: [603546398_medwatch.pdf].

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the stimulator began shocking the patient. They had severe pain and jolting. This started as occasional, but they had to turn it off immediately as they could hardly move or breathe. The patient didn¿t know if it was positioned, frayed or broken leads, or the paddle electrode. They still needed it for pain control, so they would try to use it again and, at random times, the shocking would recur. Each occurrence was intense as the first and then the frequency became more and more often. The device was unusable due to how often it happened. The patient hadn¿t used the device in over a year due to this malfunction or error. No further complications were reported or anticipated.